Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015 for an elective replacement (therapy upgrade) of the device. There were no allegations of device malfunction.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) has a history of a ventricular tachycardia (vt) ablation for slow vt with rates at 155 bpm. The physician had programmed the device with a monitor only zone at 150 bpm and therapy zones beginning at 180 bpm. The patient received an inappropriate therapy for sinus tachycardia which started in the monitor only zone and then accelerated into the therapy zone. The device was then reprogrammed to a therapy only zone at 180 bpm. Recently, the patient received multiple inappropriate anti-tachycardia pacing (atp) therapies and shocks for sinus tachycardia, and eventually therapy was exhausted. The field representative discussed with boston scientific technical services (ts) potential programming options to try to eliminate inappropriate shocks and subsequently programming changes were made to the detection enhancements. Other than the shocks for sinus tachycardia, no adverse patient effects were reported.